Event description:
A patient reported blood glucose results of 218 mg/dl with a lifescan meter and 172 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A walk through blood glucose was performed; the patient obtained 118 and 108 mg/dl on the reported meter. Meter and test strips were replaced.